Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump was not working. While he was filling the tubing, the piston would move up but no insulin would come out. The insulin pump did not alarm no delivery. The tubing connector got disconnected from the reservoir and insulin spilled. He was unable to fill the cannula, rewind again, or start a self-test. The insulin pump's display went blank immediately after it was exposed to moisture. Fluid was in the reservoir compartment. During the self-test the customer was unable to push the act tests. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.